Event description:
It was reported that during the implant procedure, the physician tried searching for several positions to achieve optimal pacing thresholds but the lead screw was blocked. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically over-rotated. The distal connector of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The lead was received with the helix fully extended. Visual analysis found distortion and fractured of the distal conductor within the is-1 connector. The is-1 pin was damaged /bent. (B)(4).